Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was experiencing muscle stimulation during chronic lead testing. Additionally, it was reported that the unipolar lead impedance was higher than the bipolar lead impedance. The lead is still in use. No patient complications have been reported as a result of this event.